Event description:
Allegedly the patient was revised due to metal on metal complications. The patient has received a bilateral hip replacement in two stages. The initial implantations occurred on (B)(6) 2007 and (B)(6) 2009.